Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 80% stenosed, target lesion was in the calcified, severely tortuous right coronary artery (rca). A non-bsc guidewire was used. The lesion was predilated with the following balloons: a 2.5x9mm nc monorail, 2.0x30mm maverick, 2.25x15mm quantum, 2.5x20mm maverick, 2.5x20mm quantum maverick, a non-bsc 2.5x15mm balloon catheter, a 2.5x15mm quantum, and a 2.75x12mm quantum. The physician attempted to advance a 2.75x32mm taxus express2 drug eluting stent (des) to the target lesion but was unable to cross the tortuous lesion. The undeployed stent was removed through the guiding catheter with the guide still engaged and it was noticed that the stent struts were bent. The procedure was completed with 4 unknown sized taxus express2 des. There were not patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
.